Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Cause was not known. Customer consumed carbohydrates to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.